Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and a left common iliac artery aneurysm. It was reported images dated (B)(6) 2015, revealed a distal type I endoleak in the external left common iliac artery. There is no aneurysm sac enlargement. There is also a type ii endoleak reported. On (B)(6) 2015, the physician reintervened and implanted two additional gore devices extending from the left common iliac artery with the two devices pxc141400/13534990 and pxc1414000/11933536. The intervention was successful and patient tolerated the procedure.

Manufacturer narrative:
Pt medications: zantac, flomax, colace, ecotrin, proscar, and vitamin b. Additional devices implanted and/or related to this event: pxc141400/12224074, plc231200/12328709, and pxc141400/12467731. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.